Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not charge on the supplied charger, displaying a blinking green indicator, despite correct placement and outlet changes; the device did charge when placed on a magnetic phone charger, and a replacement charger was arranged, indicating a charging problem associated with the battery charger component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.